Event description:
Additional information received reported that the patient had the entire system removed with no replacement.

Event description:
It was reported the lead was going to be revised because it was resting on a nerve. Patient symptoms were not provided. Additional information received reported the patient was going to have his neurostimulation system removed on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted. Product typ lead; product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted. Product typ lead; product ID 37752, serial# (B)(4). Product typ recharger; product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).